Manufacturer narrative:
Findings: unit received with blank display due to moisture damaged electronic assembly during visual inspection. Unable to perform operating current test, unexpected alarm error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery test alarm and button/keypad anomaly due to blank display. Unit had corroded keypad traces, severely scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's screen went blank immediately after the insulin pump exposure to moisture. The insulin pump alarmed failed battery test and button error. Customer's blood glucose level was 312 mg/dl. They treated their blood glucose level with a syringe. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.